Manufacturer narrative:
No product being returned for evaluation.

Event description:
Initial surgery in 2007 (post-op problem). Inflammation of tibial screw site. Abcess from screw site sent to lab for investigation - no infection found. Debridement of site done with curette. No other fixation done. Grafts left as it is. The non-resorbed calaxo screw was taken out with an artery forcep.